Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient's ins was explanted due to an infection. No known external or patient factors that may have led or contributed to the issue were reported. The ins was explanted on (B)(6) 2018, a replacement battery and extensions were implanted on (B)(6) 2018. The issue was resolved at the time of the report. No further patient complications were reported/anticipated as a result of this event.